Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use, the cardiosave intra aortic balloon pump (iabp) malfunctioned. An internal communication error occurred, causing it to stop working. No harm and injury was reported.